Manufacturer narrative:
A requested was made to have the involved the hybrid knife, "I" type instruments returned for an evaluation. However, the knives were not available for an examination. Therefore, no determination could be made as the cause(s) of the tip (electrode) of the instrument to come-off. No anomalies were found in the review of the device history record (DHR) for the lot of the product. Erbe USA is closing the file on this event.

Event description:
It was reported that an incident occurred with the hybrid knife, "I" type (knife) during a tracheal stenosis. No information was provided regarding any other equipment or accessory used in the procedure. The esu's settings were endocut I, effect 2, cut duration 2, cut interval 2. Per the account, on two (2) different occasions, the tip (electrode) of a knife fell off its catheter. On the last instance, the tip was inside the patient and had to be retrieve. No patient injury was reported.